Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device could not exit the preparing to prime loop. Customer's blood glucose was unknown. Customer did not receive second series of beeps after act button was pressed. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No prime anomaly noted during testing. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, and cracked reservoir tube lip.